Manufacturer narrative:
Device sp 14 005 has been inspected for investigation purpose. Analysis of the device and the software was completed. The inspection confirmed that the device is fully functional and operating within specification. No product defect was identified.

Event description:
It has been reported that during a surgery, a software failure was detected. Several software communication errors occurred. A surgery delay of less than 30 minutes was reported.